Event description:
The customer reports that the sound also not work when assigned to a sector. The device was not in use on a patient at the time of event, there was no patient involvement.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Manufacturer narrative:
The remote service engineer (rse) spoke to the customer and asked if they would like to start a bench repair request. The biomedical engineer (biomed) stated that they are not sure as they have no heard back from their manager. The biomed would like to close the complaint and reopen if approved for bench repair. The device has not been received by the factory repair bench for evaluation: therefore, the complaint allegation cannot be confirmed and the cause cannot be determined.